Event description:
The power plug of a dimension rxl instrument overheated. The customer observed that the plug was damaged. No smoke was emitted and no laboratory staff was adversely affected by the overheated plug.

Manufacturer narrative:
Investigation by a siemens customer service engineer (cse) showed that the manufacturing standard 20 amp plug on the instrument had been replaced during installation of the instrument with a non-standard 15 amp plug, and was plugged into a 15 amp power strip. Analysis of the plug showed that it failed internally as a result of a broken wire caused by cable strain. Dimension systems require the instrument to be plugged directly into a nema #5-20r 20 amp straight blade receptacle. Siemens healthcare diagnostics has investigated this issue and determined that some dimension instruments may have been installed with a non-standard instrument power plug. All dimension instruments require a 20 amp non-twist lock plug connected directly into a dedicated 20 amp circuit. The affected instruments are located outside the united states and urgent field safety notice (ufsn) 15-19 for dimension integrated chemistry systems entitled "dimension instrument power configuration" will be sent to customers in (B)(4) 2015. The ufsn describes the issue and informs customers that a siemens service representative will be visiting their labs to inspect their dimension instrument power plug and wall outlet configuration. If a customer's instrument is configured with a non-standard 15 amp plug/outlet or a 20 amp twist lock plug, siemens will correct the issue identified, ensuring their system is installed according to the instrument requirements.